Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined although it is most likely due to use of the device. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that post-placement of a peritoneal dialysis catheter on (B)(6) 2021. The customers homecare nurse reported on 02-23-2021 that the catheter had detached outside the patient body and a bad odor and drainage was noted. The patient was transferred to the hospital immediately for a pd catheter replacement. Antibiotics were administered for this patient. No patient injury to report.